Event description:
This report is based on information provided by philips remote service personnel and will be further investigated by the philips complaint handling team. Philips received a complaint regarding the tempus pro device, which was reported as broken and requiring bench repair. Additional information has been requested. There was no patient impact or injury reported.